Manufacturer narrative:
In response to FDA report number: mw5093712. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture; "lumps".

Event description:
Patient reported via regulatory agency "I had a mammogram and breast ultrasound showed ruptures in both implants," "I have lumps and swelling in both breasts," and "I think I have alcl;" pathology and pathological markers of cd30+ and alk- have not been reported/confirmed. The following reported events have been deemed not related to the device: "I have sores on my scalp that won't heal and now I have thrush in my mouth too. I have elevated liver enzymes as well. I¿m getting more and more sick every day." Affected side is right. The device remains implanted.